Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor was alarming, and he then changed the sensor. The customer also stated that he was receiving low blood glucose alerts when his blood glucose was 255 mg/dl. After delivering insulin, the sensor glucose reading was giving a low alert while his blood glucose level was still high. The customer's blood glucose at the time of the call was 155 mg/dl. Customer has an additional pump as a back-up plan. Troubleshooting was done. When checking the alarm history, customer stated multiple instances of when the threshold suspend was activated. Advised the pump was working as designed after troubleshooting was done. Nothing further reported.